Manufacturer narrative:
This facility reported a pt infiltration with this unit. Product monitoring opened complaint to record the event. On product monitoring's f/u call with the facility, the contact reported that there was no serious injury to the pt and that their in-house diagnostic imaging services (clinical engineering dept.) Verified the pressure limit of the injector. No lf service requested for the unit.

Event description:
During a CT scan-routine abdomen and pelvis, isovue 300 infiltrated in the pt's left medial forearm. The pt is a (B)(6) male with a 20 gauge angiocath IV. The injection protocol was 2cc per sec and 25cc were injected. The IV was started by the radiology rn and it took 2 attempts. Blood return was not checked prior to contrast administration. The infiltration caused swelling and redness at the site and was treated with ice, this pt went to the emergency department for continued ice and was discharged from there. No add'l pt info was received; (B)(6): customer reports via email: there were no serious injuries to the pt, and discharged.